Event description:
The customer reported the system is displaying a "file system check" error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and reformatted the cine drive. System operates as intended. (B) (4).